Manufacturer narrative:
The patient sample was further investigated by serum fractionation where an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.

Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer complained of high results for 1 patient tested for elecsys troponin I stat immunoassay on two cobas 6000 e 601 modules with serial numbers (B)(4) (module a) and (B)(4) (module b). The customer used 2 reagent lots at the time of the results in question. It is not clear if one reagent lot was used for all tests or if different reagent lots were used. This medwatch will cover reagent lot 295501. Refer to medwatch with (B)(6) for information on reagent lot 277142. On (B)(6) 2018 the patient was tested for troponin I stat on module a with a result of 25 ng/ml. This result was reported outside of the laboratory. The patient underwent a coronary catheterization and no abnormality was identified. On (B)(6) 2018 the sample was repeated on module b with a result of 25.00 ng/ml. This result was reported outside of the laboratory where the cardiologist asked for an MRI that showed no significant changes and the results from scintigraphy did not show variations. The sample was sent to an external laboratory where the troponin I result on (B)(6) 2018 was 17.3 ug/l. The patient had a troponin t result from the external laboratory of 3.12 pg/ml. There was no allegation that an adverse event occurred due to the device. The original sample was no longer available. The customer submitted a new sample from the patient for investigation. The patient sample was measured with troponin I stat reagent lots 295501, 277142 and 337590 on a cobas e 411 immunoassay analyzer. The troponin I stat result with reagent lot 277142 was 15.89 ng/ml. The troponin I stat result with reagent lot 295501 was 23.48 ng/ml. The troponin I stat result with reagent lot 337590 was 9.77 ng/ml. The sample is undergoing further investigation.